Event description:
It was reported that during the implant procedure, lead measurement values were not according to specification via the pacing system analyzer (psa). The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.